Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo was reviewed and the indicated failure mode for tube push off was not observed. However, the video was also reviewed and the indicated failure mode for tube push off was observed additionally, 10 retention samples from bd inventory were evaluated by functional testing, by drawing 6 tubes each and the issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using an unspecified number of bd vacutainer® precisionglide¿ multiple sample needle, the blood collection tube was pushed off of the needle. No adverse impact was reported regarding the patient or user.